Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23326. It was reported the right atrial (ra) lead was noted with noise. The noise was a possible emi or lead issue. The noise was seen on the atrial sense after channel and the right ventricular (rv) discrimination channel. The noise could not be reproduced through isometric measurements. The physician suspected the noise was due to lead on lead abrasion affecting the atrial lead and the rv lead conductor. Programming changes were made. The patient was stable.